Manufacturer narrative:
(B)(4). The device is not returning. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4) it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported by the patient that during a procedure with a xience v stent, the device broke in the anatomy during use. An unspecified intervention was performed. It is unknown if the stent was implanted. No additional information was provided.